Event description:
Elderly patient undergoing a laparoscopic 120cm antecolic-antegastric roux-en-y gastric bypass. Per staff report, the echelon flex powered stapler would not "articulate" during prep of the device. The device was removed, and a new stapler was employed.